Event description:
A falsely elevated calcium result was obtained on a patient sample. The result was reported to the physician. A repeat was run and a lower calcium result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.